Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump during bolus delivery. Customer's blood glucose was unknown at the time of the incident and was at 202 mg/dl at the time of this report. The alarm was resolved by a complete set change. Nothing further reported.